Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was hospitalized in 2007 due to an incident of hyperglycemia. Per the reporter, this is a timeline that proceeded the hospitalization. One day earlier 6:46 pm, blood glucose 265 bolus programmed 16.65 units, original date at 1:05 am, blood glucose 110 meal bolus programmed 8.75 units, the same day at 6:52 am, blood glucose 344 correction bolus programmed of 5.85 units, the same day at 9:46 am, meal bolus programmed 5.0 units, delivery stopped by user, at 11:57 am, delivery started by user, at 12:32 pm, meal bolus programmed 8.75 units, at 1:59 pm, blood glucose >500 correction bolus programmed 45.60 units insulin on board 5.35 units delivered 10.25 units, 07/25/2007 3:31 pm delivery stopped by user, at 4:00pm, hospitalized with blood glucose of 650. Treated with IV insulin and fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.